Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h3 and h6- type of investigation, findings, and conclusions. The returned device was visually examined, and the following was observed: two kinks were at 15cm and 25cm from the flex tip. Flex shaft was compressed at 10cm from flex tip. Balloon was expanded and a pinhole was observed. Imagery was reviewed and the following was observed: presence of tortuosity and calcification in patient's access vessel. All measurements taken of the balloon double wall thickness met the specification. The complaint for inability to track system through anatomy was unable to be confirmed due to unavailability of applicable imagery, while the complaint for damaged system component was confirmed based on the evaluation of the returned device. A review of the device history record and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of instructions for use/training materials revealed no deficiencies. Per evaluation of the returned device, two kinks were observed on the flex shaft. Additionally, tortuosity and calcification were present in patient's access vessel. Tortuosity and calcification could create a challenging pathway during delivery system advancement by physically constraining the system and/or creating suboptimal advancement angles and leading to the reported tracking difficulties. Moreover, it is possible that excessive manipulation was applied by the user to overcome this advancement difficulty, leading to the reported kink in the flex shaft. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (excessive manipulation) may have contributed to the inability to track and damaged system component. The complaint for delivery system balloon leak was confirmed based on the evaluation of the returned device. A review of the device history record and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of instruction for use/training materials revealed no deficiencies. Per evaluation of the returned device, a pinhole was observed in the inflation balloon. Additionally, tortuosity and calcification were present in patient's access vessel. Tortuosity can create sub-optimal angles that can lead to non-coaxial alignment between the crimped thv and balloon. Calcified nodules within the patient's anatomy can negatively interact with the balloon during tracking, compromising the balloon wall structure and subjects the balloon to a higher risk of leakage. Finally, if excessive manipulation was used to overcome resistance, it may have resulted in the balloon damage. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the delivery system balloon leak. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate possible patient factors (calcification and tortuosity) as well as device manipulation may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-18271.

Event description:
As reported by our affiliates in germany, this was a case of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. The patient was pre-dilated with a 20mm balloon and safari wire. There was no issue during commander delivery system insertion through esheath, but the esheath had a kink above and any push was lost in the kink. A lunderquist wire was introduced into the marking pigtail to justify the kink up to the level of the aorta. After this, it was possible to push the valve further and perform the valve alignment without complications. The commander delivery system with the valve could be advanced into the aortic arch with a lot of push. However, there were tracking difficulties because all the attempts to advance the commander delivery system with the valve failed, since all the push was lost in the esheath kink. The commander delivery system suffered a kink in the area of the infrarenal baa (abdominal aortic aneurysm). The procedure had to be aborted because all the maneuvers in the access vessel led to a vascular dissection with subsequent bleeding along the esheath. It was possible to pull the valve back into the esheath. To treat the patient, a cross over implantation of self-expanding stent (10x60mm) was performed. Angiographic results were very good. The patient was in a stable condition. As per medical opinion, the root cause of this event was difficult anatomical conditions. As per pre-decontamination evaluation, a pin hole leak was observed on the inflation balloon of the commander delivery system.